Manufacturer narrative:
Additional information b5: the nurse scanned the medication (vancomycin) dose of 1250mg and rate of 125ml/hr however the order did not send to the pump for it to be accepted. The nurse manually programmed the pump for a dose of 1250mg and the rate was automatically calculated to 166.7ml/hr which is higher than the ordered rate of 125ml/hr. Additional information: h6, h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had programming error during vancomycin therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.